Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) from the implantable cardioverter defibrillator (ICD) due to one atrial beat falling into functional blanking, causing the ventricular rate to become greater then the atrial rate. Boston scientific technical services (ts) was consulted and discussed onset and stability. It was noted that the rate became unstable prior to delivery of atp. Ts gave programming suggestions of increasing the rate cut off for the vt 1 zone, however the clinician noted that the patient had documented vts in the 125 to 170 zone, so ts discussed medically managing the patient's rhythm. A couple months later the patient received additional atp due to supraventricular tachycardia (svt). Ts was consulted and discussed additional programming options. Three months later the patient received five inappropriate atp therapies due to svt where the ventricular rate was greater then the atrial rate. Ts again discussed programming options. Six months later the patient received inappropriate atp and now four shocks. Review by ts found that there was subtle difference in morphology and since the arrhythmia did not convert it would not suggest a true ventricular tachycardia (vt). Due to the low cut off zone, it was thought the atp and shocks were due to possible atrial tachycardia with rapid ventricular response. Additional information was received which reported the patient recently received another six round of inappropriate anti-tachycardia pacing (atp) and one 17 joule shock due to possible atrial fibrillation (af) with rapid ventricular response (rvr) in which the arrythmia successfully converted. At this time, the device remains in service. No additional adverse patient effects were reported.